Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the biohazard brush that came out of the distal end side with red brown material, the cause could not be established. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited a biohazard brush that came out of the distal end with red brown material. There was no patient involvement.